Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the last two loops didn't unravel completely during removal process. The seal was removed without damaging the anastomsis no patient complications were reported by the hospital.